Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. The device was unable to test for motor error alarm and low reservoir alarm due to no button response. A test keypad was used to test the device and it responded properly to button presses. The time advanced properly during testing. The device showed no frozen screen noted. The insulin pump had a minor scratched display window, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip. The device's motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.